Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter and log files were received for evaluation. Review of the log files from the procedure revealed the device functioned as intended and there were no contributing anomalies. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device. Electrical testing revealed a short circuit located at the distal end of the catheter and microscopic inspection showed that the insulation of the tip thermocouple wire was damaged. The cause of the damage was unable to be confirmed and remains unknown; however, this likely caused the noise experienced during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
During an atrial fibrillation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. Left atrial geometry was created with no issues and ablation was performed around the left superior pulmonary vein with the tacticath quartz ablation catheter. Noise was noted on the distal electrogram during radiofrequency delivery. At one point, the contact force displayed high, at which time the catheter was pulled back to relieve the pressure. Approximately 5-10 minutes later, the patient became hypotensive and a pericardial effusion was revealed via the viewflex xtra ice catheter. A pericardiocentesis was performed; however, the effusion did not resolve and the patient was transferred for surgical repair of a perforation found at the base of the left atrial appendage. During surgery, the pulmonary vein isolation was successfully completed as well as the ligation of the left atrial appendage. The patient recovered well. Per the physician, the catheter performed as expected during the procedure.